Event description:
The caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 1.7 and 1.7, laboratory inr: 5.3. Therapeutic range: unknown. The time between the two (2) inratio inr tests was five (5) minutes and the time between the inratio and laboratory testing was 1.5 hours. The patient's normal coumadin dosage of 12.5mg was held on (B)(6) 2014 and then decreased to 5mg daily for two (2) days. On (B)(6) 2014, the patient's coumadin was dose was changed to 10mg daily. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: the customer did not provide a lot number or return any products for investigation. Unable to perform further investigation without additional information. Since the product associated with the complaint was not returned, manufacturing record review could not be performed and further investigation was not possible.